Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the power switch was damaged due to the number of times and amount of force applied, which may have exceeded the original assumption made at the design phase. The issue may have been caused by a temporary power switch malfunction since the device was manufactured prior to the design changes. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered the front panel was cracked, a faulty old version main power switch, worn out scope socket slider switch causing intermittent use of high intensity mode, a non-olympus lamp expiring life meter at 420+hours, light output measured within range and corrosion on air tubing. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Event description:
The customer reported to olympus that while preparing for use, the on and off switch was not working on the evis exera iii xenon light source. There were no reports of patient harm associated with this event.